Manufacturer narrative:
It was reported that the local area field representative attempted to obtain the products to be sent back for analysis, but the patient requested to keep them. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing syncopal episodes. It was reported that the patient had a heart rate of 40 beats per minute (bpm). It was identified that the lead was no longer capturing at 2.0 volts and pacing thresholds had increased to 3.3 volts @ 0.5 ms. Pacing impedance measurements were 621 ohms. Approximately one month prior the device was interrogated and thresholds were 0.7 volts and pacing impedance measurements were 862 ohms. It was reported that a few months prior the patient had an ablation procedure. A revision procedure was performed and the lead was explanted and replaced. The device was also explanted and replaced with an magnetic resonance imaging (MRI) compatible device. No additional adverse patient effects were reported.